Event description:
Sorin group received a report that the synthes adult membrane oxygenator leaked blood during a procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the synthes mimesys adult membrane oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that the synthes adult membrane oxygenator leaked blood during a procedure. There was no report of pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.